Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the implant failed to expand could be confirmed since the returned device matches the reported failure. The corrective action taken under CAPA (B)(4) to avoid bad expansion feeling was: "in surgical technique: add recommendation to use of sterile saline to get full expansion prior to suture the patient." See extract from the op tech attached in phase 3. With the labeling review, it was verified that the op tech reads: implants are delivered sterile - they need to be placed in the freezer (0°c /32°f, or below) for 2 hours or more prior to implantation. Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37°c (98,6°f) to 40°c (104°f). During inspection of the device it was identified that the implant has plastic deformation on the eye due to forceps applied in this area. The implant most probably started to open and the surgeon tried to close it to be able to insert it. This case could be classified as user-related. (Mismanagement of temperature). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Stryker smart toe memometal did not open as it should, another implant was implanted.

Event description:
Stryker smart toe memometal did not open as it should, another implant was implanted.